Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to titanium neck fracture. On (B)(6) 2015, while standing at home, suddenly accused a failure of the inferior limb destroy with severe pain because of which he fell to the ground bringing back various lesions. Investigation of the case as a result which emerged the rupture of the neck of the prosthesis hip. (Right).